Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Additionally, the customer experienced low blood glucose (bg) of 40mg/dl; cause was unknown. Although requested, the customer declined to provide additional information. The customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause.